Manufacturer narrative:
The hill-rom tech found that the latching mechanism and spring were worn. He replaced the worn latching hardware which resolved the issue.

Event description:
Info rec'd indicated the right siderail will not latch.